Event description:
On 8/3/93 a medical clincin called the distributor indicating that a customer reported an experience while using an acoustic imaging diagnostic ultrasound imaging system and related curved linear array transducer. The experience was described as an electrical discharge occurred in the middle of an examination (pt felt jolt), at the same time the image on the screen disappeared. No pt injury was expressed then or since the incident.device not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device not serviced in accordance with service schedule. Date last serviced: 01-oct-92. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed. Results of evaluation: electrical problem, transducer. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.